Event description:
A nurse contacted baxter (B)(4) regarding a leak from a locking titanium adaptor. The nurse stated that leakage was noticed from the connection spot between a transfer set and titanium adaptor. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a leak was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.